Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no motor movement or negligible movement from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that there were multiple errors that occurred during rewind. The pump detected possible issues with the motor. The customer stated that the pump was exposed to high magnetic field over 400. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement and rewind test. The motor was tested outside of the device and passed. However, pump error 42 alarm followed by pump error 38 alarm during bolus delivery due to shorted connector. We were unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 42 alarm and pump error 38 alarm. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.